Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up will be submitted.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, a break in aseptic technique occurred described as the patient made mistake of touch contamination, did not wear a mask, and left fan on during pd therapy. The pt experienced peritonitis and on the same day, the pt began treatment with fortaz (1 g, ip, frequency not reported) for 16 days. Four days after experiencing the peritonitis the pt was hospitalized for the event. Two days later, the pt was discharged from the hospital. On an unreported date, the pt was retrained in proper aseptic technique. At the time of this report the peritonitis was resolved, and dianeal therapy was ongoing.